Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2.5 years of support, low flow alarms occurred that were confirmed via the system controller log file. A CT scan showed reduced blood flow in the outflow graft. The patient¿s ejection fraction via transesophageal echocardiography was over 50%. The patient reportedly has good cardiac output and has been cardiopulmonary stable the entire time. The patient remains in the hospital awaiting a decision on a possible pump explant due to left ventricular recovery. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms can be confirmed by the submitted log files. The log files captured continuous low flow alarms where the calculated flow was captured as 2.4 lpm or lower. Besides these low flow alarms, the pump appeared to be operating as expected. No other unusual events or alarms were captured in the log files. A CT scan was performed which revealed downright blood flow in the outflow graft. The patient''s ejection fraction on a transesophageal echocardiography was over 50%. The patient had good cardiac output and was cardiopulmonary stable the entire time. The patient''s vad surgeons discussed explanting the device because of recovery; however, no final decision has been made. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.